Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The representative reported the patient received shocks and high impedance readings were detected at follow-up. The product was replaced and the patient is now non-symptomatic. Additional information has been requested from the physician.